Manufacturer narrative:
Further investigation determined the issue was resolved by the service actions. Trending was performed for this type of event and no abnormal trend was identified. A historical query was performed and found no past escalated complaints of this nature on any like instruments for the last 12 months at this site.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys t4 assay and elecsys tsh assay results for approximately 20 patient samples. Of the data provided for three patient samples, only the following results were discrepant. Patient 1 initial t4 result was 16.05 ug/dl and the repeat result was 7.83 ug/dl. The initial tsh result was 0.457 uiu/ml and the repeat result was 0.972 uiu/ml. Patient 2 initial tsh result was 1.02 uiu/ml and the repeat result was 3.71 uiu/ml. Patient 3 initial tsh result was 0.22 uiu/ml and the repeat result was 1.82 uiu/ml. No erroneous result was reported outside of the laboratory. There was no adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative ran performance testing which failed. He cleaned the sample nozzle and repeated the performance testing which passed. Operational and mechanical were successful. Calibration and qc for both assays were successful.